Event description:
In 2008, the pt reported that the received an e4 (occlusion) error on her infusion device. Prior to the report the pt changed her infusion site and tubing and her insulin cartridge. She attempted to prime but received another e4 error. To troubleshoot, the pt was instructed to perform a prime and she received an e4. She was instructed to remove the infusion tubing from the infusion device and she was able to prime without error. The pt attached a new infusion tubing and primed and bolused without error. The patient's blood glucose was elevated to 235 mg/dl and she felt thirsty. She injected 2.0 units of insulin to lower her blood glucose. Upon follow up on five days later, the pt stated that her blood glucose was "fine" and measured 93 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.